Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked. The event was further described as during sterile water for a flushing, there was a leak out of port two. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Remove the entire b5 comments from h10 and update "the devices were discarded" to "the device was discarded". This report only addresses the one occurrence where water ran through the set. The second occurrence (lipid leak) is already addressed in manufacturer report number 1416980-2022-01269. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported that two (2) em2400 valve sets leaked. The customer ran sterile water for a flush and lipids were leaking out of port two. They tried running water through the second set which leaked as well. H4: device manufacture date: november 11, 2021 - november 16, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.